Event description:
This patient had their lv lead turned off due to high thresholds that caused zero pacing in the lv and rv. This was based on an av optimization performed in the hospital by the physician on (B)(6) 2013, utilizing all pacing vectors. The high thresholds caused premature battery depletion. All available information suggests this system remains implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
This lead remains implanted. The associated ICD was explanted and replaced with on (B)(6) 2013. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.